Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 22 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly. The customer was disconnected during priming. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.